Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer delivered a bolus with the pump. An air bubble was noted in the cartridge luer lock. Reportedly, the customer had filled with cold insulin. The customer was able to perform fill tubing to prime out the bubbles. The customer's bg level was noted to be lowering. The customer was instructed regarding cartridge labeling.